Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon incoming, the monitor displayed a service code 204. The cause for the failure was the monitor receptacle was pulled from enclosure, damaging the wires in the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was displayed a service code 204 (belt/monitor unusable).